Event description:
It was reported to philips that the customer was unable to produce x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the coronary diagnostic procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event and was informed by the customer that the system was restarted several times, but issue was not resolved. Rse found a power outage during the procedure causing a breakdown of the image processing pc(ippc). Analysis of the log files could not confirm any malfunction with the system. A philips field service engineer (fse) inspected the system onsite and during troubleshooting found that there was power supply problem and that the power was cut off on the customer panel. Fse confirmed that the cause of the issue was alimentation on hospital power cut off. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no reported product malfunction in this case. Based on the investigation results, philips concluded that the complaint is not reportable.